Event description:
After treatment with juvederm ultra on the pt's left cheek blanching was observed and noted to have quickly pinked up leaving only a small bruise. Five days after treatment the pt presented with redness and swelling at the treatment site along with difficulty breathing and swallowing . Treatment was given to the pt in the ER by a physician other than the initial treating physician. The pt was treated with an epinephrine shot, oral antihistamines, medrol dosepak, ranitidine, zyrtec, prednisone, xanax, and an albuterol nebulizer. Diagnosis allergic reaction, etiology unk. The pt, a cat owner, has since been diagnosed with an allergy to cats per ongoing allergy testing.

Manufacturer narrative:
Med watch sent to FDA on 02/20/2008. Device eval summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical (extrusion force) and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming.